Manufacturer narrative:
The customer¿s report that the secondary tubing separated from the drip chamber was confirmed. During visual inspection it was noted that the tubing was separated from the drip chamber with signs of no solvent present. Functional testing was not performed due to the separated drip chamber. Dimensional analysis was performed and the measurements were within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent having been applied at the junction of the tubing and the drip chamber.

Event description:
The customer reported that the nurse hung a bag of ifosfamide on the IV pole; before attaching the bag's secondary set to the primary line it was noted that the tubing separated below the drip chamber and leaked. The chemo spilled down the front of the nurse's uniform and onto the floor. The patient was not harmed however there was a delay in the chemo treatment and discharge. The nurse showered and changed clothing and reported to the emergency department. The patient care manager stated that there was no report of the nurse having received medical intervention while in the ed. Approximately two weeks later the nurse returned to the doctor and had lab work drawn and an ultrasound. It was reported that the labs showed "an elevated blood count" and the results of the ultrasound are not known.